Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed on multiple occurrences between the infusion set tubing, and cartridge tubing. The customer's blood glucose levels ranged from 400 (mg/dl) - 500 (mg/dl). Reportedly, the customer had manual injections available for alternate insulin therapy. During followup with tandem technical support, the customer reported changing supplies, which resolved the issue. The customer continued using the pump for insulin therapy.